Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected), the customer received pump error 15 (the critical block and inverse critical block did not add to zero.), the customer received pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the alarm. The customer was able to complete the pump rewind, and the insulin pump passed a self test. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. [Per freger, mark ¿ r&d engineer: pump error 15. File=38 line=442. Pump error 15 (inverse_check) (filenum/linenum=38/442) was triggered in function. Hrm_oneminutetes()t file hrm_periodic_tests since critical data integrity check failed¿ suspecting hw (memory corruption). Pump error 53 is known sw issue. Cgm connection generates fault 53 after rf driver critical data check failure ( pump error 15). After rf driver critical data check failure during one minute periodic test, cgm can not be connected. Pump error 23 was generated due to memory corruption after pump error 15 (inverse check) since status of critical data failed - suspecting hw issue (memory corruption)]. The following were noted during visual inspection: pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 17-jul-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 0 (0 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 0 (0 u). Perform the history review 1 week prior to the event date 17-jul-2025 in the pump history file and found. 3 lost sensor alerts on (B)(6) 2025, 3 no delivery (7) alarms on (B)(6) 2025 (during bolus), 2 pump error 15 on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, and 3 pump error 53 on (B)(6) 2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. [Per freger, mark ¿ r&d engineer: pump error 15. File=38 line=442. Pump error 15 (inverse_check) (filenum/linenum=38/442) was triggered in function. Hrm_oneminutetes()t file hrm_periodic_tests since critical data integrity check failed¿ suspecting hw ( memory corruption). Pump error 53 is known sw issue. Cgm connection generates fault 53 after rf driver critical data check failure ( pump error 15). After rf driver critical data check failure during one minute periodic test, cgm can not be connected. Pump error 23 was generated due to memory corruption after pump error 15 (inverse check) since status of critical data failed - suspecting hw issue (memory corruption)]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.7 mv). The pump passed the functional testing. Alarm-a353-pump error 53 confirmed. Alarm-a329-pump error 23 confirmed. Alarm-a321-pump error 15 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.